Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8709 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: 2013 (B)(6), product type catheter product ID, 8578 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
Final device analysis of catheter 8709, revealed the following: a leak was noted 18.5 cm from the distal of segment 2. A hole was discovered where the leak was seen. And also a deep abrasion and kink were seen at the same location of the hole. It was noted that the catheter was only partially returned. Final device analysis of the infusion pump revealed the following: there were no anomalies found. Final device analysis of catheter 8578, revealed the following: there were no significant anomalies found. The catheter was returned in segments.

Event description:
It was reported that this patient experienced nausea, vomiting, shaking and increased pain. The patient required hospitalization and a kinked catheter was confirmed via dye study on (B)(6) 2013. A revision was performed and the kink was located by the anchor with a leak present at that site. The entire system was explanted and a new system implanted. The patient injuries were reported as incisions but had recovered without sequela. The device system was used to deliver morphine and bupivacaine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.